Manufacturer narrative:
This lv is expected to be returned for analysis. This event will be updated upon completion of analysis.

Event description:
Boston scientific received information that during an implant procedure, a guidewire was unable to advance down this left ventricular (lv) lead thus preventing it from being implanted. Later the patient experienced a pericardial effusion and cardiac tamponade due to a perforation which was successfully treated. The cause of the perforation was not determined. The lv lead was never in service. No additional adverse patient effects were reported.

Manufacturer narrative:
.

Event description:
.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Overall analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations as it met specification.

Manufacturer narrative:
Despite attempts, this lv lead was never returned back from the field for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--